Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. This event was brought to rayner's notification by the healthcare professional as he had undergone a peer reviewed audit and was advised to report the four cases of accs that had developed post implantation with rayner lenses (please refer also to mdrs 9611165-2014-00073, 00074 and 00075). The healthcare professional notified the rayner sales specialist that he believed that the phaco machine utilised may be somewhat implicated. The healthcare professional explained that after lens implantation, he had found that nuclear material was still present in the eye and hadn't been broken down by the phaco machine. Material left within the eye could potentially trigger lens epithelial growth therefore contributing to accs. Accs has been associated with multiple entities. Most common is a small diameter capsulorhexis. Zonular weakness, chronic intraocular inflammation, uveitis, pseudoexfoliation syndrome, retinitis pigmentosa, advanced age, diabetes mellitus, behcet's syndrome, myotonic muscular dystrophy, and high myopia, are known risk factors. Rayner is liaising with the healthcare professional to obtain additional information to aid us in determining the root of accs.

Event description:
Rayner intraocular lenses limited received notification from a healthcare professional of a event that occurred following implantation of an unspecified rayner iol. The healthcare professional reports that the patient is suffering with anterior capsular contraction syndrome (accs) post-operatively.